Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system there was an issue with tubing separation. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with tubing separation. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 8107726; the lot number was built / packaged on nfa line #1 from 18april2018 thru 21april2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed four qns (B)(4) were initiated during build of this lot for extension tubing bond strength oos that would impact the outcome of the quality of the product relevant to the defect stated in the pir. At the time of the review, the DHR was still opened three of the related qns. Received one used nexiva 20 ga unit in an opened package from the lot number 8107726. The extension tubing was separated from the clear port of the catheter adapter. No adhesive was found on the extension tubing or around or in the clear port of the catheter adapter. Conclusion(s): manufacturing ¿ this defect was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone (B)(6) 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. Actions taken on the production line: vision upgrades to better detect the new failure modes from the station redesign ¿ (B)(6)2018. Design and install tooling to make the station (adhesive dispense tips) more robust ¿ (B)(6) 2018.